Manufacturer narrative:
The device history record for set model 2426-0500 lot 20023207 shows that the sample was manufactured on 17feb2020 for 34,563 units. There were no quality notifications issued during the production build of this component.

Event description:
It was reported that while the primary tubing set was being primed for patient use it separated at the y-site between the slide clamp and the roller clamp. This happened twice on the same day with two different tubing sets from the same lot. One tubing set was saved. Since the event happened prior to use on a patient there was no patient involvement.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that while the primary tubing set was being primed for patient use it separated at the y-site between the slide clamp and the roller clamp. This happened twice on the same day with two different tubing sets from the same lot. One tubing set was saved. Since the event happened prior to use on a patient there was no patient involvement.